Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A follow-up medwatch will be submitted if additional information becomes available.

Event description:
According to the customer: oxygenation problem occurred during last third of the operation. Oxygenator was exchanged during patient treatment. Parameters of oxygenation claimed about: 100% fio2 - po2 77,3 / 9,5l sweepgas: pco2 56,0. No patient injury or consequences was reported. (B)(4).

Manufacturer narrative:
During rinsing of the product no clots were visible. The dia-connector of the product was found to be clotted. The product was tested with bovine blood for its o2 & co2 transfer rates as well of it pressure drop behavior at maximum flow. The product was operating within the acceptance criteria's and therefore passed the test. No abnormalities were detected, the product operated according to its specifications. Thus the reported failure could not be confirmed. The most probable cause of the reported failure is unknown. Based on these results and the information available at this time, the oxygenator in question operated within maquet cardiopulmonary specifications. Trend search: a sap trend search was performed for p/n 70104.2971 failure code 0306 oxygenation and one similar complaint was found. Due to this information no systemic issue could be determined. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).